Event description:
It was reported that removal difficulties occurred. The lesion was located in an unspecified artery. An unknown size wallstent was advanced and implanted in the target lesion. However, upon removal of the stent delivery system (sds), it was caught on the 10fr non bsc sheath. The physician pushed and twisted the sds and was able to remove it and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).